Manufacturer narrative:
Lead model 3093-28, lot #v108531, implanted: (B)(6) 2008, explanted: na; programmer model 3037, serial #(B)(4).

Event description:
Additional information reported indicated that the patient received assistance from a manufacturer representative and all their concerns were resolved. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a loss of stimulation following a fall (details of which were unknown). The patient also has had several health issues and had been in and out of the hospital. It was noted that she had not used her therapy in two years. The patient tried all 3 programs they had and felt stimulation on program 3. The patient was going to monitor their therapy on this program. Additional information was requested, but was not available at the time of this report.